Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a cartridge with 300 units and received an accurate initial fill estimate display of over 60 units (+60 units) of insulin in the cartridge. Reportedly, the customer's blood glucose level was 257 mg/dl, and was addressed with a correction bolus.